Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's left (os) eye in 2009. The lens was explanted 10 days later, due to excessive vaulting. Subsequently the pt experienced elevated iop, glaucoma, angle closure, narrowing of the angle and shallowing of the anterior chamber. A shorter lens was implanted at about 11 days later with desired vault and normal iop.